Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that he is off therapy because there is something wrong with his sensor. The customer stated that he gave himself insulin but his blood glucose readings were not lowering until he turned off the sensor in the pump. The customer declined help from 24 hour helpline. The customer stated that he will call back.